Event description:
This case was initially received via (B)(6) on 31-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("essure detached in left oviduct and came in the uterus"), device breakage ("piece was left behind in uterus and left oviduct") and genital haemorrhage ("blood loss") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("a lot of abdominal pain"), back pain ("pain in back and hands"), pain in extremity ("pain in back and hands"), fatigue ("fatigue"), headache ("headache"), dizziness ("dizziness") and complication of device removal ("piece was left behind in uterus and left oviduct"). The patient was treated with surgery (the uterus and left fallopian tube have to be removed). At the time of the report, the device dislocation, device breakage, genital haemorrhage, abdominal pain, back pain, pain in extremity, fatigue, headache, dizziness and complication of device removal outcome was unknown. The reporter provided no causality assessment for abdominal pain, back pain, complication of device removal, device breakage, device dislocation, dizziness, fatigue, genital haemorrhage, headache and pain in extremity with essure. The reporter commented: it was noticed that the essure in the left fallopian tube had released and ended up in the uterus. The right fallopian tube was ok, but the complaints continued. An x-ray revealed that a part was still in the uterus and a part was still in the left fallopian tube. The uterus and left fallopian tube have to be removed. Diagnostic results: x-ray - revealed that a part was still in the uterus and a part was still in the left fallopian tube. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 04-sep-2017 for the following meddra preferred terms: device dislocation. The analysis in the global safety database revealed 1.421 cases. Device breakage. The analysis in the global safety database revealed 1.712 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.